Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during the preparation for the laser lithotripsy procedure, the double coil was found fractured. The procedure was completed with another of the same device. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.

Event description:
It was reported that during the preparation for the laser lithotripsy procedure, the double coil was found fractured. The procedure was completed with another of the same device. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h11: the polaris loop stent was returned for analysis. During the microscope and visual inspection, the stent was found with both loops detached. Additionally, the suture did not return. The reported event of stent shaft break will be not confirmed. An additional detachment in the loops was detected that could be related with the reported issue. Regarding to the analysis performed to the returned device, evidence of stent coil detached or separated. It is possible to conclude that this issue could be caused by operational factors, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get detached during the preparation affecting the performance of the device. Even though the event mentions it occurred when preparing the device for the procedure, the suture of the stent was removed, indicating that the device was manipulated. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.